Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32x4mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 4.00x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were crushed and lifted stent struts from the proximal end to the center of the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. There was hardened medium inside the balloon. The bumper tip was damaged. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32x4mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 4.00x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.